Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that a patient experienced an infection after undergoing a shoulder arthroplasty procedure causing the need for implant removal. The primary procedure took place on (B)(6) 2020. The revision surgery was performed by the same surgeon who performed the primary and took place at the same facility as the original surgery. The revision took place on (B)(6) 2021. The part and lot numbers of explanted arthrex material is currently unknown. The patient was revised with hemi-arthroplasty, using arthrex apex. Additional information received on 4/9/2021: the rep provided the part/lot numbers of explanted arthrex product that was removed during the revision surgery. See explanted material listed below; ar-9561-25p / lot: 8013. Ar-9560-28-4 / lot: 6807. Ar-9501-06s / lot: 19.03511. Ar-9502f-39lcpc / lot: 19.02275. Ar-9564-2839-lat / lot: 19.01015. Ar-9564-2839 / lot: 19.00603. Ar-9562-28nl / lot: 18.00143. Ar-9503m-03 / lot: 18.01724. Ar-9505-06 / lot: 19.03720. Ar-9563-28 / lot: 2019003486 (x 2). Ar-9562-28nl / lot: 2019001689.